Event description:
At about 2 years and 5 months after the primary surgery, the patient came in reporting pain and the cause is unknown. The surgeon revised the cup, head, screws, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15-nov-2022 lot 1907434: (B)(4) items manufactured and released on 02-oct-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved batch reviews performed on 15-nov-2022 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 1907360: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Cup: mpact 01.32.154mh acetabular shell ø54 multi-hole (k132879) lot 1909316: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Screws: mpact 01.32.6515 cancellous bone screw, flat head ø 6,5 l 15 (k103721) lot 1909117: (B)(4) items manufactured and released on 26-nov-2019. Expiration date: 2024-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot 1909118: (B)(4) items manufactured and released on 27-nov-2019. Expiration date: 2024-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.